Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion omni-tome sphincterotome. What was reported to be a "small metal piece" detached from the sphincterotome and into the patient. The sphincterotome was withdrawn. An extraction balloon was used to sweep the metal piece into the duodenum. Forceps were used to retrieve the metal piece from the patient. Another sphincterotome was used to complete the procedure. No additional medical procedures were required due to this occurrence. The patient did not experienced any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The radiopaque band has detached from the sphincterotome and was included in the return. The breakthrough channel of the sphincterotome catheter had been utilized and the wire guide had separated all the way through the distal tip of the sphincterotome, beyond the original location of the radiopaque band. The outer diameter of the tubing measured within the appropriate manufacturing specifications. A discrepancy or anomaly that could have contributed to band separation from the sphincterotome was not observed during our laboratory analysis of the returned product. A review of fusion omni-tomes located in finished goods inventory was conducted. One device from various lots was subjected to an inspection as a part of this investigation. A total of seventeen (17) sphincterotomes were tested. A visual inspection was performed to confirm the smoothness of the bands. A manual verification was performed to ensure the security of the bands. The breakthrough channel were utilized with a wire guide to ensure proper functionality. All seventeen (17) sphincterotomes inspected functioned appropriately, and the bands did not detach when the breakthrough channel was utilized with a wire guide. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: our evaluation of the returned sphincterotome shows evidence that the wire guide breakthrough channel was utilized beyond the location of the radiopaque band. This could have contributed to the band detachment. The breakthrough channel was utilized and the wire guide had exited the breakthrough channel all the way to the very distal end of the catheter tip. This indicates the wire guide and catheter separation at the breakthrough channel advanced beyond the location of the radiopaque band. The instructions for use instruct the user to introduce the wire guide into the wire control port and advance into duct of choice. At this time, the user separates the wire guide from the wire guide lumen in the sphincterotome catheter. This is performed by utilizing the breakthrough channel and begins at the proximal end of the sphincterotome moving towards the distal end. To withdraw the sphincterotome from the endoscope, the user pulls back on the catheter while the wire guide is locked in place. This allows the wire guide lumen of the sphincterotome catheter to separate from the wire guide until the metal band is visible at the wire guide locking device and resistance is felt. When the metal band is visible at the wire guide locking device and resistance is felt, this alerts the user that the withdrawal of the catheter is nearing completion. At this time, the instructions for use direct the user to unlock the wire guide, completely remove the sphincterotome from the wire guide and re-lock the wire guide. If pulling back on the sphincterotome continues when resistance at the band is encountered, this can contribute to band separation from the catheter. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a functional test to ensure device integrity. This test includes a manual verification to ensure the security of the band. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate internal personnel have been notified of this occurrence in an effort to heighten awareness. No further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.